Event description:
A customer complaint was received (B)(4) regarding a run, from (B)(6) 2014, with high reactive rate (58 percent) on the hla class ii plate customer. Felt the class ii plat had low assay cutoff compared to their historical cutoffs with the lot, which contributed to high number of positive samples. Customer was using donors-creen-hla assay lot 3000773a, quickstep serial #(B)(4). Customer reported the run on (B)(6) 2014. On this run, the assay cutoff for class ii plate was higher and overall reactive rate for this assay was 38 percent. The issue did not repeat on the second run, and results were more in line with the customer's previous reactivity rate.

Manufacturer narrative:
Na